Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer reported via the manufacturer representative that there was severe pain and warmth at the lumbar incision site. The patient stated that he could not talk, breathe, stand, sit or lie down. The patient had gone to the emergency room and had an MRI where they did not find anything wrong. The patient was going in and out of coherent speech. The patient stated that the whole scar was fire red and hot with a real soft spot in the middle. Additional information received reported that the patient had bent over to try to use the bathroom and it "busted out all up and down with yellow green goop gushing out" and the patient was admitted with a suspected (B)(6). The wound dehiscence was noted to have two small areas on the midline incision that had an oozing thick, yellow tinged cream colored fluid. The patient had the full system explanted, secondary to (B)(6) being present at both the lead insertion site and implant pocket. The patient stated he felt a lot better with the pressure gone. Additional information received from the healthcare professional reported that the patient had a positive history of (B)(6) and vancomycin was used to resolve the infection. The system was explanted and disposed of by the facility. The indications for use were non-malignant pain and lumbar radiculopathy. No device issues reported. If additional information is received a follow-up report will be sent.